Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024, and suture clips were used. During the procedure, the cartridge could not be attached to the suture. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: package lot number of the clips? Unknown. Please confirm if there is an issue with the applier? No. If yes, please create a product complaint and provide the respective reference number(s). N/a/. What suture type and size was used? Currently unknown. When the event occurred, was the suture placed near the hinge of the clip? Yes. Were you able to lock the clip closed on the suture? No. If yes, after it closed, was the clip holding securely fixed on the suture? No. Was the applier checked for damaged (jaws straight and aligned)? There was no damage with the applier. If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Yes. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.